Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz9292 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by customer that n noticed that blood was backing up into the tubing of the blue lumen of pt's neopicc. Rn went to flush extension tubing on neopicc, leaking was noted with flushing and upon further inspection with rn xxx, black lumen quad fuse noted to be cracked and tubing breaking with 0.4 medline tubing and bifuses breaking off spontaneously.